Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased and out of range pacing lead impedance (pli) noted on the right ventricular (rv) lead. A procedure was performed, and the physician noted that the lead was not properly secured in the device header. The lead was secured properly, and the impedance values were normal. The physician alleged that the impedance anomaly was due to use error when connecting the lead to the device previously. The patient was stable with no consequences.